Manufacturer narrative:
The manufacturer's field service engineer was able to duplicate the reported problem. The manufacturer's field service engineer repaired the unit by replacing the power supply and distribution panel. Unit passed all tests successfully.

Event description:
The customer reported that the unit is not powering up. The device was not in clinical use at the time the issue was discovered.

Manufacturer narrative:
Date of event: (B)(6) 2016. Conclusion / root cause: this customer returned (B)(6) power supply was tested and no failures were identified. This report is being submitted as part of the remediation for (B)(4).